Event description:
It was originally reported that "the balloon was ruptured during use. The catheter was replaced and then the problem was not observed." No patient injury was reported.

Manufacturer narrative:
The catheter that was returned for evaluation had a ruptured balloon with latex material missing. One fogarty embolectomy catheter was returned for evaluation without the packaging or syringe. The balloon appeared to have been torn off the catheter at both windings. The balloon latex was still present under the windings and there appeared to be latex missing between the windings. No damage to the balloon windings, catheter body, or inflation port was observed. The thru-lumen was found to be patent and did not leak. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.